Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 2 years, 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a staph aureus driveline infection per culture. Infectious disease (ID) was consulted. Antibiotics was initiated and transitioned to chronic oral dosing. The patient was discharged on (B)(6) 2019. No further information was provided.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2019 for pain, redness and swelling at driveline, staph aureus IV vanc two times a week. Follow up with infectious disease (ID) on (B)(6) 2019. Patient on life long doxy for driveline infection. On (B)(6) 2019, international normalized ratio (inr) 1.0; did not answer the door for lab draws; recultured driveline in clinic on (B)(6) 2019; growing staph- sensitive to doxy absorption; discussed stopping coumadin in clinic; on (B)(6) 2019. Creatinine (cr) up to 3 (missed ivf doses)- received 3 days of ivf's. On (B)(6) 2019, missed lab draw for repeat cr. Patient to emergency department; admitted with complaints of fatigue , abdominal pain and increased ostomy output, gastrointestinal consult, clostridium difficile (c.digg); esophagogastroduodenoscopy (egd) showed candida; treated with fluconazole.